Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2020-06236, 2017865-2020-06237. It was reported that the patient presented remotely with syncopal episodes. Right ventricular oversensing and loss of capture was observed. The root cause was unknown, so the physician capped the right ventricular lead and explanted the pacemaker on (B)(6) 2020. During the procedure, it was noted that the right atrial lead exhibited noise due to potential insulation damage. The right atrial lead was also capped and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing and no capture were not confirmed. Final analysis was normal and no anomalies were found.